Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after a rectal resection performed with a circular stapler there was bleeding of the intestinal anastomosis which resulted in a re-intervention of the patient with a therapeutic performing endoscopy. There was more than 500cc of blood loss.